Event description:
Event was identified by the clinical event committee and deemed to be consistent with an mi. The pt had one lesion treated. One endeavor rx drug-eluting stents was implanted to the prox lad as treatment of the target lesion. It was reported that an mi occurred one day post index procedure. Mi was categorized as a non q-wave in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4). Results: mi.